Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 1000 mg/dl and diabetic ketoacidosis. Reportedly, customer was "not conscious", "in [a] coma". Cause of bg level was not known. Customer was admitted to the intensive care unit; treatment provided was not known. Customer was discharged 5 days later with the issue resolved and no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.